Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that poor cutting at an unknown timing for vitrectomy surgery. The surgery was completed by replacing the vitrectomy probe, but it was unknown when the procedure was completed. There was no information about the patient impact.